Event description:
It was reported that during a procedure the foot pedal began sticking and stop working. The procedure was completed with original device without patient complications.

Manufacturer narrative:
Upon receipt of the foot switch assembly at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the foot guard exhibited chipped paint and typical physical wear, while the bottom rubber pad showed signs of normal use. Additionally, the internal wires were found to be twisted. The reported event of the foot switch being stuck in the on position could not be determined. It was reported that the foot pedal had begun to stick and eventually stopped functioning, but upon testing, both the pedals and button operated normally, opening and closing as expected. No switch was found to be stuck, and the unit performed as intended during evaluation. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure the foot pedal began sticking and stop working. The procedure was completed with original device without patient complications.